Event description:
A customer reported a cartridge alarm issue with their insulin pump, which did not adversely impact their blood glucose level. Technical support assisted the customer with loading a new cartridge, but the issue persisted, leading to the decision to replace the pump. The customer was informed about the necessary procedures for returning the defective pump and preparing the replacement, including setting the new pump and connecting it to their continuous glucose monitor. A replacement pump with updated software was sent to the customer, along with a requested replacement cartridge, ensuring uninterrupted insulin delivery through an alternate method until the new pump was operational.